Event description:
It was reported that during preparation for a stenting treatment procedure, a shaft break occurred. The 2.75x32mm taxus liberte stent delivery system (sds) shaft was noted to be broken on removal from the packaging. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination revealed a break in the hypotube 660mm distal to the catheter strain relief. The device was kinked at the point of separation. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The most probable root cause is considered handling damage as the event occurred prior to patient contact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, a shaft break occurred. The 2.75x32mm taxus liberte stent delivery system (sds) shaft was noted to be broken on removal from the packaging. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.